Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during retinal surgery an ophthalmic forceps broke off and fell to the back of the eye. It was also reported that broken piece was lodged inside one of the trocars that came from the eye. The surgery was completed on the same day after replacing with another forceps with extended duration of time. No patient impact was reported.

Manufacturer narrative:
Additional information was provided in sections h.6., and h.11. A review of the device history record (DHR) traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are one additional complaints associated it. The concerned sample was not received at the investigation site for evaluation. Therefore, no further assessment is possible and the investigation is concluded without identifying the root cause. The associated product was not received at the investigation site. Therefore, the root cause for the customer complaint issue cannot be determined conclusively. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).